Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was requiring a smaller volume of insulin than usual to prime, indicating a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: a review of the black box indicated multiple loss of prime warnings on 07/23/2014. The force sensor calibration was found to be within specifications. The pump successfully performed ezprime steps with no errors, alarms, or warnings occurring. The keypad buttons were tested and there were no button response issues identified. The pump was exercised for 24 hours with no issues occurring. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).